Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the proximal left circumflex (lcx). Upon attempting to advance a taxus liberte' 2.75x20mm stent, the physician was unable to cross the lesion site. The stent was removed from the patient and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was reported as "good".

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the proximal left circumflex (lcx). Upon attempting to advance a taxus liberte' 2.75x20mm stent, the physician was unable to cross the lesion site. The stent was removed from the patient and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was reported as "good". It was further reported that prior to the index procedure the patient presented with stable angina. The vascular access site was the right femoral artery. The reference vessel diameter was approximately 3.0mm. The vessel tortuosity was moderate and the lesion was not calcified. The lesion was 90% stenosed. The lesion shape was eccentric. The lesion was pre-dilated twice with an apex 2.0x20mm at 8 atms. The residual stenosis after pre-dilatation was approximately 50%. The lesion was post-dilated with an unspecified 3.0x10mm balloon at 20 atms.

Manufacturer narrative:
(B)(4).